Event description:
Additional information showed the patient recovered without sequela and was receiving therapy in the appropriate locations.

Event description:
It was reported that the patient's paresthesia migrated from her legs to her chest and stomach. Subsequently, the patient's implantable neurostimulator (ins) had been removed. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Extension model 748951, (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, extension model 748951, (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, lead model 3998, lot# j0454306v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, lead model 3998, lot# j0454306v, implanted: (B)(6) 2004 explanted: na.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of neurostimulator model 7427 serial# (B)(4) showed no significant anomalies. There was foreign material found it the connector ports. Grommets #3 and #7 had punchout holes. A good, stable output was found from the neurostimulator to the cut extension at all electrode pairs. Analysis of extension model 748951 serial# (B)(4) showed no significant anomalies. The extension was returned in two segments and the proximal end was not visually examined. There was a good, stable output from the neurostimulator to the cut extension, at all electrode pairs. There were no shorts between circuits with acceptable continuity from the cut extension to the cut lead. Analysis of extension model 748951 serial# (B)(4) showed no significant anomalies. The extension was returned in two segments and the proximal end was not visually examined. There was a good, stable output from the neurostimulator to the cut extension, at all electrode pairs. There were no shorts between circuits with acceptable continuity from the cut extension to the cut lead. Analysis of lead model 3998 lot# unknown showed no significant anomalies. The lead was returned in three segments and the proximal end was not visually examined. Visual inspection showed that the conductor coils were crushed 6.3 cm from the distal end. The damage was suspected to be from the explant process. There were no shorts between circuits with acceptable continuity in the distal segment, cut extensions to cut lead and at the proximal ends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.